Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. A supply change was performed and the occlusion alarms continued. A system check was performed using the current supplies and the occlusion alarms were verified. During a follow-up, it was reported no additional occlusion alarms concurred after performing an additional supply change. Blood glucose levels ranged between 200's mg/dl to 440mg/dl.